Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Observed a missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right-side exchange with no complaint against the device. Healthcare professional later reported "rupture" observed during explant surgery. Device was explanted.

Event description:
Healthcare professional reported right-side exchange with no complaint against the device. Healthcare professional later reported "rupture" observed during explant surgery. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.